Event description:
The dome broke off during percutaneous traction removal of the device 70 days after placement. The dome portion was expelled in 2004 after an enema was given to the pt. Nutrition used is cz-ha1 1000 ml/day and the medication used was aleviatin (phenytoin-sodium) 300mg/day, phenobal (phenobarbital 1.5g/day, gasmet (famotidine 40 mg/day, and thyradin-s (levothyroxinesodium) 5 tablet/day. A tri-funnel g tube (000720) was used as replacement.